Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported on multiple occasions, the customer did not receive the bolus from the requested extended bolus. There was no reported impact to the customer's blood glucose level. Review of the bolus history by tandem technical support verified that the extended bolus request did deliver as intended on (B)(6) 2018; however, the contact was unable to verify the dates of the reported event. Multiple attempts were made to verify the information with the customer; however, the customer did not respond.